Event description:
The hcp reported that while placing a bravo ph monitor, the handpiece broke and the capsule would not deploy from the delivery system. It is unknown whether the capsule had attached to the pt's esophagus. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough info to determine the root cause of the failure. The device was returned coiled up in a small bag. The capsule was still attached to the delivery system with some material present and the trocar needle was not advanced. The plunger clip was still in place and the plunger was not broken as the customer claimed. When the analyst removed the plunger clip and depressed the plunger the delivery system buckled, the trocar needle did not advance, and the plunger would not rotate. The analyst then pulled the boot back and was able to rotate the plunger and release the capsule. After disassembling the handle it was observed that the pull wire was bent.